Manufacturer narrative:
(B)(4).

Event description:
Procedure: demonstration. According to the reporter: this is a demo device used by the sales rep. Was not being used for a procedure when the issue occured. The silver button, rotation knob, is getting stuck in the open position and won't go back to neutral. It will rotate even without a reload attached. The silver rotation knob getting stuck causes uncontrolled rotation. No reinforcement material was used.